Event description:
It was reported that during a routine pulse generator changeout, insulation abrasion was noted on the right ventricular lead. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.